Event description:
On february 18, 1998, nellcor puritan bennett rec'd a call from a respiratory therapist with a facility. Respiratory therapist was calling to report the following problem: pt's mother claims she woke up and the monitor was not functioning. No charging lights, no led or audible alarms of any kind.